Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing. Technical services (ts) reviewed the presenting electrogram (egm) and stated that the atrial intrinsic amplitude trend were out of range. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.